Manufacturer narrative:
Concomitant medical products: ddpb3d1 ICD implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.